Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The screw hole was broken off on the left plunger case. Error history log review found a force sensor bridge test error. Force sensor bridge test error was found at power up and unable to calibrate the force sensor at high standard. The root cause of the reported issue was found to be the force sensor did not operate as intended. Unable to determine the root cause, no physical or any other damaged was found on force sensor. Actions were taken to mitigate the reported issue: replaced the force sensor. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had force sensor error. No patient injury was reported.